Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 247 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to damaged motor slide. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had a cracked reservoir tube lip.